Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified and moderately tortuous mid left anterior descending (lad) artery. The 12mm x 3.00mm nc quantum apex balloon catheter was used for dilation. The balloon was inflated at 15 atmospheres on the first and second inflation. On the third inflation, the balloon ruptured at 12 atmospheres. The procedure was completed with a flextome cutting balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age of time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).